Manufacturer narrative:
The reported event is inconclusive as no sample was returned. A potential root cause for this failure could be, "materials of construction are not biocompatible". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The instructions for use were found adequate and states the following: ¿caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient had a urinary tract infection with catheter in place not too long ago and had flushing the catheter to get the debris or mucous out, but now there was leaking around the foley. Representative discussed with patient a few options such as a larger foley, a foley with more drainage eyes or a silicone foley that has a larger internal lumen. Explained how under or over inflation would cause an asymmetrical balloon and it needs to be inflated as instructed. It was unknown what medical intervention was provided for urinary tract infection.

Event description:
It was reported that the patient had a urinary tract infection with catheter in place not too long ago and had flushing the catheter to get the debris or mucous out, but now there was leaking around the foley. Representative discussed with patient a few options such as a larger foley, a foley with more drainage eyes or a silicone foley that has a larger internal lumen. Explained how under or over inflation would cause an asymmetrical balloon and it needs to be inflated as instructed. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.